Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system 1. (B)(4).

Event description:
Reporter stated that patient received the following results, with two different meters, within 1 minute and 1 minute respectively: 270 mg/dl (mobile system 1) and 109 mg/dl (mobile system 2); n197 mg/dl, 306 mg/dl (mobile system 1) and 56 mg/dl (mobile system 2). Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.